Manufacturer narrative:
(B)(4). Batch#: 778a49. Additional information was requested, and the following was received: could you please provide more details for ¿misfire"? The stapler was fired but did not have complete ¿bs¿. Only open staple legs were exposed and there was no cut line where within the gap setting scale was the orange indicator prior to firing? Unknown. What confirmation was received that the device was fully fired? Unknown. Did the device staple? Open staple legs but did not form. Was the staple line complete? No. Were there any staples missing from the staple line? Unknown. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight were the staples deployed into the tissue? Unknown. Were the staples seen in the surgical field? Yes. Did the device cut? No. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? N/a. If the device fully cut, were both donuts complete? N/a. How many counter-clockwise revolutions were used to open the device? Unknown. How was it confirmed that the anvil was free from the tissue prior to removing? Unknown. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Unknown. Could you please clarify if there were any patient consequences? No, another circular stapler was used to complete the case could you please clarify if was any change in the post-operative care of the patient as a result of the event? No just slight delay. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with anvil missing, the safety damaged and the breakaway washer was not present. All the staples were present, partially protruding and the legs of some protruding staples were bent inside the pockets. The staples were removed, and the device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during the colon resection the device had a misfire.